Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#:(B)(4)this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding an external device. Caller reports the controller has gone thru a lot. Caller reports two summers ago, the dog stole fanny pack with the controller inside, the controller was sitting outside in the rain and sun. Caller reports about 8 months ago, the screen was cracked but continues to work until 5 months ago, the controller stopped working. Additional information was received from the patient (pt). It was reported that pt called back re-reporting the previously documented information. Pt said they had a hard time getting controller to set up and talk to the implant, but was eventually able to get controller set up. Pt said however now they couldn't communicate with the ins and kept getting no device found with new controller. Pt said they tried to use old controller again and was able to charge up some (pt tried for 4 hours and charged up to 30% but mentioned the recharger cord got hot during that time). Pt tried to use new controller again after that but still got no device found when trying to charge. Pt thought that the recharger must have gone bad too. Pt tried unlocking new controller without the recharger during the call and reported no device found. Pt did not see any damage to recharger, but mentioned they had tied the cord in a knot to make the cord shorter. Pt attempted to start a recharge session and entered passive recharge mode after seeing no device found, but only got the middle number in the 20s, even after moving paddle around and ensuring over ins. Controller then came up with controller battery too low to charge screen. The manufacturer's patient services specialist (pss) reviewed recharger replacement and reviewed issue with pairing controller might have been due to the recharger as well. Pss reviewed to try and charge using the new recharger when received and see if they could connect with new controller afterwards as well. No symptoms were reported.